Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient felt discomfort when increasing stim. Patient was assisted in setting stim to comfortable setting. Patient tried voiding twice during the night and wasn't able to (retained urine). Patient had two leads for ae and after side change stimulation felt like a needle in their back. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.